Event description:
A portion of the patient's explanted lead was returned for analysis. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Operator of device corrected data: lay user/patient not physician. Type of report corrected data; omitted on initial report, 30 day report.

Event description:
During a periodic review of the manufacturer's programming history database, it was revealed that high impedance was present on the patient's vns prior to the prophylactic generator replacement.

Event description:
Information was received that a vns patient had their generator replaced on (B)(6) 2012 and presented in clinic with high lead impedance dcdc 7. At the time of reimplant their dcdc was a 3. High impedance was first noted with the patient on (B)(6) 2012. No patient trauma or manipulation was reported prior to the event. The patient went for lead revision surgery. No lead break was noted in the or. The lead appeared twisted. A pin reinsertion was not performed prior to replacing the lead. The lead will be returned for analysis. No x-rays will be released for review.